Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing, leading to an inappropriate electric shock. An x-ray was performed and it was observed that the electrode was fully inserted. Possible causes were discussed and troubleshooting options were recommended. Currently, the s-ICD system remains in service and no additional adverse patient effects were reported.